Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported that the lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient presented for a routine follow up. The lead exhibited high impedance. A chest x-ray was performed which revealed that the lead had dislodged and signs of twiddlers syndrome were noted. The patient has chronic flutter and is programmed to vvi pacing and experienced no symptoms due to the dislodgement. No intervention would be performed but the patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.